Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
On (B)(6) 2014, the patient reported there was insulin leakage in the system due to using the wrong adapter. The adapter was for a previous model infusion device and had been in use for 2 months. He attached the adapter and tube and inserted a new cartridge into the infusion device, and he noticed insulin "bubbled" over the adapter near the luer lock. The patient was sent the correct adapter. The alleged adapter was discarded and will not be returned for evaluation. No physiological effects were reported.